Event description:
It was reported the patient experienced stimulation in unwanted areas. In turn, x-ray imaging confirmed the lead migrated. As a result, the patient underwent surgical intervention (B)(6) 2019 wherein the lead was repositioned which resolved the issue. Therapy was achieved post operatively.